Event description:
It was reported that this pacemaker exhibited t wave oversensing. Reprogramming options were discussed and performed. No adverse patient effects were reported. At this time, this device remains in service.